Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that her blood glucose was 160 mg/dl the day prior to the call, and she recently changed the infusion set. She stated that she ate, input the carbohydrates into the insulin pump, and treated with insulin. The customer's blood glucose was 582 mg/dl on the night prior to the call. She stated that by 3:00 am, her blood glucose was still high, so she treated with manual injection, and the blood glucose dropped to 165 mg/dl. She stated that she delivered boluses twice, and her blood glucose climbed back up to 500 mg/dl. The customer stated that she did not have enough insulin in order to troubleshoot for high blood glucose. She was advised to change the entire reservoir, infusion set and insulin. She was advised that she would not be able to use the insulin that had been used to fill the reservoir. She advised that she would call back in order to troubleshoot later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.